Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a friend or family member of a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's therapy had been helpful most of the time, but there are moments when really bad things happen and the patient has to turn their ins off. It was stated that it psyches the patient up and they have to restart it. The caller said it is like the machine is going dead, or like a malfunction and the patient starts having anxiety, panic attacks and starts shaking. This issue occurs all at once, and it seems like the "machine starts the attack". The caller stated they do not know if the ins is malfunctioning. This issue started occurring since the patient's last neurology appointment within the last couple months. It was also stated that the patient has really bad dyskinesia in their leg all of a sudden about 2 weeks prior. The patient was redirected to discuss the symptoms with their healthcare provider (hcp). No further complications were reported or anticipated.